Event description:
Baxter reported leakage at the interlocking system, due to becoming loose. The transfer set required to be exchanged for a new set. There was no patient injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
Evaluation summary: baxter failure investigation lab performed the analysis on the sample, which revealed confirmation for broken occluder feet, which would likely lead to a loss of shut-off in the twist sleeve function. Therefore, it is also confirmed as an internal set leak. Refer to renq-CAPA for broken occluder feet. There was no external leakage, as noted in the evaluation. Renal quality engineering and product surveillance will continue to monitor this product family for trends and will take necessary corrective / preventative actions as necessary.